Manufacturer narrative:
(B)(4). The occurrence date was unknown, however it was reported the event occurred in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. The cause of the peritonitis was unknown. At the time of this report, the patient remained hospitalized. Patient outcome was unknown.